Manufacturer narrative:
The manufacturer received revision operative report and other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to dislocation. During revision it was found that the shell was fractured.

Manufacturer narrative:
Investigation results were made available. D11: item# 0100013411, lot# 2951925, durasul, alpha insert, kk/32. Event description: it was reported that products were implanted on unknown date and revised on (B)(6) 2018 due to cup dislocation. During revision it was found that the shell was fractured. Review of received data: due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. Surgical report: surgical report, dated (B)(6) 2018: the surgical report states the revision of the complained components. Skin incision in the old wound area with extension in the proximal direction. Sharp dissection over the still fresh anterior lateral access areas. Clearing out an extensive hematoma. As expected, the insert is in situ and can be easily removed. Then removal of the head and extension neck. Rinse the shell. Now the problem also becomes clear. The dorsal edge has broken away completely, so that the dorsal support was missing here. However, due to its strength, this edge can no longer be refixed and has to be removed, so we now decide to use a müller ring. Then the preparation and implantation of the new components without any problems. Based on the surgical report it is assumed that the insert dislocated from the shell. The reason of the dislocation seem to be a broken of edge of the shell. Based on the surgical report it remains unknown if the head is a zimmer biomet product. Therefore, the head is not added as associated product. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed for the insert and the shell and showed that the product combination was approved by zimmer biomet. The compatibility to the other components cannot be evaluated. DHR/ncr(s) review: review of the device history records identified the following deviations and/or anomalies: ref#: (B)(4), lot#:2872760 : 1 part was scrapped as it was used for machine adjusting. 1 part was scrapped as it was damaged while measuring. Ref#: (B)(4), lot#:2951925: 1 part was scrapped as material shavings were jammed on the articulation surface. The ncr and DHR review showed that all released products met the specifications valid at the time of production. Conclusion: it was reported that products were implanted on unknown date and revised on (B)(6) 2018 due to cup dislocation. During revision it was found that the shell was fractured. Based on the surgical report it is assumed that the insert dislocated from the shell. The reason of the dislocation seems to be a broken off edge of the shell. Why it came to the broken off edge of the shell and its possible contributing factors remains unknown. Based on the surgical report it also remains unknown if the head is a zimmer biomet product. Therefore, an off-label use cannot be excluded. If and to what extend this may have contributed to a possibly incorrect distribution of load possibly leading to the fracture of the shell remains unknown. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2020-00363-1.

Event description:
Investigation has been completed.